Manufacturer narrative:
Results: see attached technical report. (B) (4). Conclusion: the components of the vital-port system were all correct and functional. It could not be determined what event or action could have caused the reported disconnection of the catheter from the port body. It is suggested, the user review "catheter implantation" found in the suggested instructions for use (IFU). This section documents the suggested methods for attaching the catheter, using the catheter lock, to the port outlet tube.

Event description:
Cook (B) (4) reported "01/01/2008: the physician placed the device at the upper arm of the pt for continuous anticancer drug infusion. On (B) (6) 2010: no problem. On (B) (6) 2010: the physician recognized blood did not flow out, and he flushed, but did not felt any resistance, so the physician did infusion to the pt." Cook (B) (4) reported, "after infusion, the pt complained swollen and pain at infusion portion ("drip in portion" or "puncture portion). The physician performed angiography and recognized the catheter moved until near the lung artery. The physician used snare to removed from the pt's femoral artery. The physician stay at the hosp until (B) (6) 2010, for observation. Currently, no any problem."